Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. No further information was provided regarding treatment for the peritonitis. It was unknown if the patient was hospitalized for the event. The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.